Event description:
The patient reported that when he inserted a new power pack in his insulin device this morning the display was blank. The patient was instructed to disconnect from this device and check the battery lot number. It was discovered that the battery was part of the recall. The patient was aware of the recall but thought this was a corrected battery. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evalutaion.